Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The instrument was also found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additionally, the instrument was found to have multiple indentations/burrs on the outer face of the distal idler pulleys. There were pieces missing measuring approximately .0270" x 0.010". Grip cables/other components adjacent to this indented pulley showed damage which may indicate damage during use. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the small grasping retractor instrument cables were frayed. There was no report of patient involvement.